Event description:
The lay user/patient¿s reporter contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent delivery system stuck on a guide wire. The lesion was located in the renal artery. A 6fr introducer sheath was placed and a non-bsc guide wire was advanced across the lesion. As the physician advanced the 6.0x18x150 cm express vascular sd catheter over the wire and into the aorta, friction was encountered at the distal end of the wire. The physician attempted to remove the express sd, however, the device was stuck to the guide wire. No difficulties were encountered when the physician removed both devices as a unit outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is unknown. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.